Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled "a modified s-rom stem in primary total hip arthroplasty for developmental dysplasia of the hip" written by hideaki tamegai, md, takuya otani, md, phd, hideki fujii, md, phd, yasuhiko kawaguchi, md, tetsuo hayama, md, and keishi marumo, md, phd published by the journal of arthroplasty 28 (2013) 1741-1745 accepted 23 april 2013 was reviewed. The article's purpose was to examine short term outcome of asians who underwent primary tha for treatment of ddh using the s-rom-a stem. The data was compiled from 220 hips of 196 patients (195 females and 25 males with mean age of 61.7 years) with a mean follow up of 40 months. Adverse events noted: longitudinal fracture of the femur around the sleeve intraoperatively (3) and successfully treated by wiring, post operative dislocation (2), revision due to pseudarthrosis at the osteotomy site and received bone grafting followed by bone union (1). The article does not identify any femoral head but an illustration in figure 1 provides an example with femoral head applied leading reviewer to reasonably conclude that at least the femoral head was also a depuy product.